Manufacturer narrative:
(B)(4)

Event description:
A report was received that after the scs implant procedure, the patient experienced numbness in left leg and could not be lifted. Computed tomography (CT) scan result revealed a stenosis below where the lead was. The physician believed the stenosis may have been creating pressure. The patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well postoperatively.